Manufacturer narrative:
The sample was received and investigated. The sample returned in an open secondary packaging. He sample included labels, IFU, a shunt fixed on a gauze and delivery system (ds) with a cradle inside an open pouch (primary packaging). The ds wire was pressed and partially protruded from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no changes in the raw material/supplier, processes and technicians personnel. There have been no other complaints for the lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - unable to verify: the trigger was pressed which led to the eds wire to be pulled back and release the shunt. However, the complaint can be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was received and sent for sterilization. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no changes in the raw material/supplier, processes and technicians personnel. There have been no other complaints for the lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause will be assessed upon completing investigation of the received sample. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtering shunt implantation surgery, the shunt could not be released from the delivery system. The shunt didn't release from the inserter and then fell when it was removed from the eye. There was resistance on the delivery button. The surgery was completed after replacing the product with a backup shunt. Additional information was requested.